Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture, noise, and varying r wave. The lead was capped on (B)(6) 2016 and replaced. No further information was available.